Event description:
It was reported the patient was septic and the implantable cardioverter defibrillator (ICD) system was explanted. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).